Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Access was obtained via the left femoral artery. The 99% stenosed lesion was located in the moderately tortuous and calcified right anterior tibial artery. A non-bsc guide wire was advanced to the anterior tibial artery lesion. Then the anterior tibial artery was predilated with a 1.5mmx20mmx143cm coyote es balloon, but the balloon ruptured before nominal pressure was obtained on the first inflation. The physician advanced a 1.5mmx15mm non-bsc balloon to dilate the lesion further. A non-bsc stent was placed in the lesion and was post dilated with a non-bsc balloon. No additional patient complications were reported and the patient's status was good.